Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver a dose when the button on the patient bolus cord was pressed. The device was returned to the biomedical department from the theatre recovery department with a report of "bolus was not working." There were no reports of any adverse patient events or delays in critical therapy while the device was in clinical use. Though requested, no additional information was provided.